Event description:
(B)(4). The dealer reported that the irc5po2 stationary concentrator audio alarm was inoperable, but it was displaying three green and one red error codes. There was no injury reported.